Event description:
General report received of an unspecified number of undocumented incidents of separations. On unspecified dates, it was reported that during CT scans, the tubing sets were being used to deliver unspecified volumes of isovue contrast medium, at unspecified rates, via power injectors. The spin-loc male adapters of the tubing sets were connected to the pts' IV access sites. After unspecified lengths of time, the tubing separated from the clave port of the tubing sets. The customer contact reported that solution leaked and unspecified volumes of blood loss were noted. The tubing sets were replaced and the procedures were resumed. There were no reports of adverse pt effects and no reported delays in therapies critical to these pts. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.